Manufacturer narrative:
Device alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The auto off alarms working properly. No unexpected alarms were noted. Device received with cracked case at lcd window corners and battery tube threads. Device received with scratched lcd window. Device received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple alarms. Battery was dead and the customer was unable to get the device off of auto off. Buttons were unresponsive. Customer's blood glucose was 451 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.